Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external magnet was exchanged and the issue was resolved. The recipient has resumed device use and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain at the implant site. The recipient was advised to cease device use for one month. The recipient resumed device user after magnet strength was reviewed and adjusted.